Event description:
Male patient was presented to the interventional lab for repair of a lesion located in the distal superficial femoral artery (sfa). There was no calcification or tortuosity present. The physicain used a contra-lateral approach to access the patient. A .018 guidewire was used to access the lesion through a 6fr. Up and over balkin sheath (cook). The information states that the stent was advanced and deployed at the lesion with no difficulty. Upon removal of the stent delivery system (sds), the inner workings of the catheter remained at the stent and the proximal end remained in the guidecatheter. The physician used an angioplasty balloon to retrieve the catheter by inflating it and trapping the catheter inside the inner lumen of the guidecatheter and removing everything as a unit. The physician was happy with the placement of the stent and there was no reported injury to the patient.